Manufacturer narrative:
No code available - vessel spasm, slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), slow flow and vessel spasms occurred. The target lesions were located in the distal, proximal and mid left anterior descending artery (lad). The lesions were treated using six passes with the oad. Balloon angioplasty was attempted, however the balloon was not able to cross the lesion. The oad was reinserted and an additional three passes were performed. Following atherectomy, slow flow and no reflow were noted in the vessel. Vasodilators were administered and multiple stents were placed to restore flow, and the patient was in stable condition following the procedure.